Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The issue was confirmed. During inspection of the returned device, it was noted that dust was over the fan. The device was repaired. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation and the manufacturer investigation, the likely cause of the reported problem is overheating of the device due to dust on the cooling fan. As stated in the instructions for use (IFU), as a preventive measure: "avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating."

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for gastroscopy using the subject device, the indicators on the front panel went out and the device did not work normally. A few minutes later, the indicators automatically turned on. The user replaced the device to another device to complete the procedure. There was no report of the patient injury other than replacing the device.